Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:((B)(4). Associated medwatch (B)(4). This emdr is being submitted late due to an esg or cdrh emdr processing system outage. This report was due to be submitted on 11/3/2017 however the system problem did not allow any FDA acknowledgements request until further notice. Device not returned.

Event description:
The sales rep reported via phone that the customer received an expired bio intrafix 7-9mmx30mm taper screw. The sales rep stated that the account had the device for a week and it was already expired when pulled off the shelf for an acl procedure. The sales rep also stated that two of the customer's bio intrafix large sheaths broke in half upon insertions during the acl procedure. The sales rep stated that the patient had good bone. The implants were removed with a grasper and a third like device was used in the same bone hole to complete the case. There were no patient consequences or delays. The devices were discarded by the customer.